Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event, but this was not confirmed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.